Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the right, left, up, down, forceps elevator knob, control section, switch box, forceps channel port, grip, air water-cylinder (tube), jet-tube, scope case unit and cover unit, image guide protector, plastic distal end cover, bending section cover, connecting tube, protector of universal cord on scope-connector side, clogging of jet-tube in control unit, water cannot be supplied. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: foreign objects in the right, left, up, down, forceps elevator knob, control section, switch box, forceps channel port, grip, air water-cylinder (tube), air water-tube and j-tube, scope cover unit, scope-case unit, image guide protector, plastic distal end cover, bending section cover, connecting tube, protector of universal cord on s-connector side, clogging of j-tube in control unit, water cannot be supplied. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.